Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt stated that, after changing his infusion set, he primed his system 5 times, but did not observe insulin flowing from the infusion set tubing. He stated that he had not changed the insulin cartridge that was in use. He had only changed the infusion set at that time. During troubleshooting with a company representative, it was determined that he was not following the applicable instructions in product labeling to prime the infusion set. He was following the instructions for inserting an insulin cartridge by selecting the "change the cartridge" function. By executing this function, the piston rod in the infusion device was fully retracted. Therefore, the numerous primes advanced the plunger in the insulin cartridge, but not far enough to dispense the remaining insulin. The pt was educated regarding the steps to change his infusion set and execute a prime of the system. The pt was planning to bolus at the time he encountered the difficulty. As a result of the delay, his blood glucose had increased to a value of 295 mg/dl. He reported having dry mouth as his only symptom of elevated blood glucose. He reported a normal blood glucose range of 70-150 mg/dl. He stated that he administered 2 units of insulin by injection to reduce his elevated blood glucose value. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.